Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump alarmed no delivery while he was trying to bolus. Customer's blood glucose was 351 mg/dl, treated with device. Customer performed a fixed prime and insulin did exit and alarmed no delivery. Customer completed a set change and was able to get insulin. The insulin pump kept displaying to rewind the device. Customer was able to rewind the device and fill the tubing and deliver insulin and it alarmed no delivery. Customer declined troubleshooting and decided to do a complete set change. No further information reported.